Manufacturer narrative:
This report is submitted on 14 april 2021

Event description:
It was reported that the device had extruded.

Event description:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.